Event description:
The company was informed that the pt was hospitalized for an ear infection, in the implanted ear in early 2009. Advanced bionics is in the process of gathering more info; once more info is available, a supplemental report will be submitted.